Event description:
Consumer reported via email that the tampon strings are stretching, ripping and detaching. No injury was reported. A product investigation is in progress.

Event description:
Consumer reported via email that the tampon strings are stretching, ripping and detaching. No injury was reported. 17-may-2021: there is insufficient information to perform a product investigation.

Event description:
Consumer reported via email that the tampon strings are stretching, ripping and detaching. No injury was reported. 17-may-2021: there is insufficient information to perform a product investigation. 23-sep-2021: reopened investigation completed: cause was traced to design. Action plan is in place.